Event description:
Boston scientific crm received information that this patient collapsed in the car and passed away. This device is not a part of any advisory populations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the device revealed that therapy was delivered appropriately according to the programmed settings. Inspection of lead 4472 revealed the lead was severed 9cm from the terminal pin, the distal segment was not returned. Analysis concluded that this was induced damage. The insulation was severed 7.5cm; however, the coils extended to 9cm from the terminal pin. No coil or insulation defects were noted. The hipot test did not pass due to the cut in the insulation. Inspection of lead 4087 revealed the lead was severed 10.5cm from the terminal pin, the distal segment was not returned. There were no coil or insulation defects. The lead passed testing which verified the electrical continuity and insulation integrity of this portion of the lead.